Event description:
The customer reported a leak involving the coulter lh 780 hematology analyzer. The customer indicated that the volume of the leak was a few milliliters and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. It is unknown if the instrument generated any error messages or flags as a result of this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed a very small leak behind the laser assembly. The fse determined that the source of the leak was the tubing at pinch valve vl41 and proceeded to replace the tubing to resolve the leak. No further leaks were observed and repair was verified per established procedures. Failure mode of the leak is attributed to the tubing at pinch valve vl41. (B)(4).